Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("one of the right coils had embedded itself in her right fallopian tube/perforation (fallopian tube(s))."), device dislocation ("migration of essure device"), pregnancy with contraceptive device ("pregnant") and genital haemorrhage ("heavy bleeding and clotting") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test" and device use issue "two essure coils in her right fallopian tube". The patient's medical history included parity 3 (births: 03 ((B)(6)2005, (B)(6)2013, (B)(6)2017) and multi gravida (total number of pregnancies: 05). *sep-2016: diagnostic imaging - showed two essure coils in her right fallopian tube and a missing essure coils in her left fallopian tube. Additionally, one of the right coils had embedded itself in her right fallopian tube. Oct-2016, home pregnancy test: done. Concurrent conditions included bleeding menstrual heavy. On (B)(6)2013, the patient had essure inserted. In september 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain and cramping"), urinary tract infection ("frequent urinary tract infections/infection (bladder/ urinary tract/vaginal) (all),"), cystitis ("infection (bladder/ urinary tract/vaginal) (all),"), vaginal infection ("infection (bladder/ urinary tract/vaginal) (all),") with vaginal discharge, headache ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines / headaches"), complication of device insertion ("one coil could not be placed and she would need to come back in three weeks"), pelvic pain ("pelvic pain") and ovulation pain ("ovulation pain / painful ovulation"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes and salpingectomy to remove essure coils). Essure was removed on (B)(6)2017. On (B)(6)2017, the pregnancy with contraceptive device had resolved. At the time of the report, the fallopian tube perforation, device dislocation, genital haemorrhage, abdominal pain, urinary tract infection, cystitis, vaginal infection, headache, migraine, complication of device insertion and pelvic pain outcome was unknown and the dysmenorrhoea and ovulation pain had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, complication of device insertion, cystitis, device dislocation, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, headache, migraine, ovulation pain, pelvic pain, pregnancy with contraceptive device, urinary tract infection and vaginal infection to be related to essure. The reporter commented: she never experienced any of the reported conditions prior to receiving the essure implant. Discrepancy noted in essure removal date as may-2017. Most recent follow-up information incorporated above includes: on (B)(6)2019: pfs received: event ovulation pain was added. Event outcome: dysmenorrhea and ovulation pain were updated. Medical history was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("one of the right coils had embedded itself in her right fallopian tube/perforation (fallopian tube(s))."), device dislocation ("migration of essure device"), pregnancy with contraceptive device ("pregnant") and genital haemorrhage ("heavy bleeding and clotting") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "two essure coils in her right fallopian tube", device monitoring procedure not performed "she did not undergo essure confirmation test" and device difficult to use "one coil could not be placed and she would need to come back in three weeks". The patient's past medical history included parity 3 (births: 03 ((B)(6) 2005, (B)(6) 2013, (B)(6)(2017) and multi gravida (total number of pregnancies: 05). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain and cramping"), urinary tract infection ("frequent urinary tract infections/infection (bladder/ urinary tract/vaginal) (all),"), cystitis ("infection (bladder/ urinary tract/vaginal) (all),"), vaginal infection ("infection (bladder/ urinary tract/vaginal) (all),") with vaginal discharge, headache ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping"), migraine ("migraines / headaches") and pelvic pain ("pelvic pain"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (salpingectomy to remove essure coils) and surgery (salpingectomy (bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2017. On (B)(6) 2017, the pregnancy with contraceptive device had resolved. At the time of the report, the fallopian tube perforation, device dislocation, genital haemorrhage, abdominal pain, urinary tract infection, cystitis, vaginal infection, headache, dysmenorrhoea, migraine and pelvic pain outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, cystitis, device dislocation, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, headache, migraine, pelvic pain, pregnancy with contraceptive device, urinary tract infection and vaginal infection to be related to essure. The reporter commented: she never experienced any of the reported conditions prior to receiving the essure implant. Diagnostic results: (B)(6) 2016: diagnostic imaging - showed two essure coils in her right fallopian tube and a missing essure coils in her left fallopian tube. Additionally, one of the right coils had embedded itself in her right fallopian tube. (B)(6) 2016, home pregnancy test: done most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: event embedded device pt updated to fallopian tube perforation. Events one coil could not be placed and she would need to come back in three weeks, infection (bladder/ urinary tract/vaginal) (all), dysmenorrhea (cramping), pain, vaginal discharge, pelvic pain and she did not undergo essure confirmation test were added. Historical and concomitant condition were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of embedded device ("one of the right coils had embedded itself in her right fallopian tube"), pregnancy with contraceptive device ("pregnant") and genital haemorrhage ("heavy bleeding and clotting") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "two essure coils in her right fallopian tube". In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2016, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain and cramping") and urinary tract infection ("frequent urinary tract infections"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (salpingectomy to remove essure coils). Essure was removed on (B)(6) 2017. On (B)(6) 2017, the pregnancy with contraceptive device had resolved. At the time of the report, the embedded device, genital haemorrhage, abdominal pain and urinary tract infection outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, embedded device, genital haemorrhage, pregnancy with contraceptive device and urinary tract infection to be related to essure. The reporter commented: she never experienced any of the reported conditions prior to receiving the essure implant. Diagnostic results: (B)(6) 2016: diagnostic imaging - showed two essure coils in her right fallopian tube and a missing essure coils in her left fallopian tube. Additionally, one of the right coils had embedded itself in her right fallopian tube. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.